Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Pseudoaneurysm treated with thrombin injection, endovascular intervention, or surgical intervention: a life-threatening event, necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure with permanent' being defined as irreversible impairment or damage to a body structure of function, excluding trivial impairment or damage. Use error has been identified as a contributing factor in this event: the manta instructions for use provides warnings that includes: do not use if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. The manta instructions for use provides potential adverse events related to deployment of vascular closure devices and includes access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The manta instructions for use also provides potential adverse event associated with any large-bore intervention, including the manta vascular closure device including: arterial damage and vessel laceration or trauma.

Event description:
The patient with a body mass index of (B)(6) kg/m2, had a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. Femoral access was made on the patient's left common femoral artery. Ultrasound guidance was not used during the femoral access procedure. The deployment depth for the manta 14f vascular closure device (manta) was measured at 5.0 cm + 1.0 cm. A26 mm heart valve was delivered via an 18fsheath. The patient was heparinized to a target active clotting time of >280 seconds. The reporter stated the operator used two 18f sheaths to complete dilation because the sheath kinked on the first attempt. Prior to closure with manta, protamine was administered for heparin reversal. No activated clotting time was reported. During closure using manta, the operator deployed the manta at 6.0 cm depth and then reportedly pulled back too hard on the manta during deployment creating uneven tension on the lock advancement tube resulting in the toggle being pulled out of the femoral artery through the arteriotomy and into the puncture tract. The tension gauge immediately registered red when the device was pulled back before the operator pushed the lock advancement tube down. Bleeding was noted from the left groin site. Angiogram showed very little blood flow at the closure site. A second angiogram showed a pseudoaneurysm developed at the closure site after the attempted closure with manta. A vascular surgeon was called in performed a surgical cut-down repair and closure of the femoral artery access site. During the surgical cut down, the vascular surgeon located the manta device entirely outside the vessel. Besides the known pseudoaneurysm, the vascular surgeon also noted a sizable hematoma and opened it revealing bleeding from the side wall of the left common femoral artery, indicative of side-wall or double stick during femoral access. An embolectomy was performed resulting in good proximal blood flow. The manta was explanted and discarded during the surgical repair. The arteriotomy was closed by suture repair resulting in good blood flow. Manual compression was applied to the left groin after the surgical cut down was completed to assure no evidence of bleeding. Bilateral distal pedal pulses were examined at the termination of the procedure and were noted to be dopplerable. The patients condition was reported to be fine.

Manufacturer narrative:
From the complaint report, ultrasound guidance was not utilized to gain access. During the closure procedure the operator reportedly pulled back too hard on the manta device, resulting in the manta deploying into the puncture tract. A surgical cut down was performed and the manta implant was located outside the vessel, in addition to a large hematoma present. Exploration of the hematoma revealed bleeding from the side wall, indicating a side wall stick. It is speculated that the hematoma compromised the accuracy of the puncture depth determined during the puncture location procedure. The root cause of the tract deployment is either from the hematoma caused by the sidewall stick which altered the deployment depth measurement, or the excessive tension pulled on the device during manta deployment. The IFU warns not to use the manta closure device "if there is difficult dilation from initial femoral artery access (e.g., damaging or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure." The risk of failing to achieve hemostasis and access site complications such as hematoma and pseudoaneurysms leading to surgical intervention is written in the IFU as possible adverse events. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. . The device history record was reviewed, and no non-conformities related to this event were identified. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.